Event description:
Customer's spouse reported that they had to resort to glucagon shots three times in the past week for their low blood glucose. The spouse also stated the bolus wizard only allows them a maximum of 20 carbohydrates, preventing the customer from receiving a proper bolus delivery. Customer's blood glucose was 54 mg/dl. Customer stated they had treated with a glucagon and glucerna shot. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer had two stacked bolus deliveries in their bolus history, causing the customer to have low blood glucose. Troubleshooting also showed that the customer had changed their settings from grams to exchanges in their bolus wizard. The customer was assisted with setting the correct programming for their blood glucose. Customer was advised to monitor the issue. Customer's blood glucose rose to 109 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).